Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of incident. The customer also reported that the pump received change sensor alert and the cannula was curved. The insulin pump will return for analysis.